Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; main pcb printed circuit board assembly found out of electrical specification. Analysis also found the lower case and output connector were broken. Three case screws were contaminated. (B)(4).

Event description:
It was reported that the external pulse generator (epg) exhibited an error. The biomedical engineer was unable to repeat the error when powered up. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that the device powered up with an error, the error was cleared on the automated test system. The device was run on the automated test console, all tests passed. The error log was analyzed. The log contains errors. The device failure was repeated when it was heated and with vibration, the main board has suspect solder. Conclusion: verified reported event. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.